Event description:
It was reported during a routine follow up appointment, that this device is behaving in a manner consistent with a premature battery depletion (pbd) . The physician stated at the device check one year ago, the remaining battery longevity was normal. At the device check today , the remaining battery longevity was found to be at elective replacement interval (eri). A device replacement was recommended. The device remains implanted and in service.